Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with a manual injection. The customer did not provide their blood glucose level at the time of the call. The customer reported that they received an insulin flow blocked alarm during the night. The customer attempted to change their infusion set seven times during that week due to insulin flow block alarms. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis